Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The customer stated they had a critical injury, a shoulder fracture of an employee using the lift, and their customer is wanting to verify the lift was tested and certified per manufacturing recommendations initially. Update from 01/22/2016 added by consumer affairs: it was reported that there is no problem with the equipment and the lifts are working fine.